Manufacturer narrative:
Based on the limited amount of information provided to date, no definitive conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Additional information has been requested. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provided by to davol by the patient's attorney: (B)(6) 2007 - the patient was diagnosed with stress urinary incontinence (sui), cystocele, rectocele and underwent a pubovaginal sling using a "marlex" (davol flat) mesh, cystocele repair and cystoscopy. Per the implant operative report details, "a pubovaginal sling was created using a marlex mesh measuring approx 6 cm in length, 1 cm in width and bowed in the middle to help support the cystocele which was suspended from each corner with ethibond sutures. These sutures were then brought up on the stamey needles through the retropubic space into the suprapubic area of the incision. The sling was then placed in this space and the urethra was supported." Attorney alleges unspecified adverse patient outcomes associated with use of device.